Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: at analysis the device failed an incoming test step and it was determined that its analog board was out of specification and it was replaced to resolve. The device was also calibrated and it was noted that it passed all final functional and quality assurance tests. (B)(4).

Event description:
The radiofrequency ablation generator was returned as a loaner return and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.